Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Onetouch ultramini meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began during the morning of (B)(6) 2015 (time not provided). The reporter stated that the patient obtained results of "241 and 256 mg/dl" using the subject meter, both results taken within 20 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of less than or equal to 20%. The patient manages his diabetes with oral diabetes medications with diet and/or exercise. The reporter stated that the patient took metformin 850 mg oral diabetes medications immediately after seeing the high result in response to the alleged product issue. The reporter claimed the patient developed the symptoms of "nausea, feeling unwell and cold sweating" as a result of taking the medications. The reporter stated that the patient's blood glucose was tested using another device, and the result obtained was "145 mg/dl". A the time of troubleshooting, the csr noted that the patient did not have test strips available, the patient was using an approved sample site, the subject meter was set to the correct unit of measure setting and the patient was using the correct testing technique. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "cold sweating" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.